Manufacturer narrative:
A packaging error was reported with a celsius catheter. It was reported an ¿a curve¿ ablation box had a ¿d curve¿ ablation catheter in it. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection was performed. Visual inspection revealed no damage or anomalies on the device; device was returned without packaging. However, it was noticed that the sleeve of the device was blue, which does not match with the device description and specifications. Further investigation revealed that the correct device was delivered to the customer, with an incorrect sleeve color on it. Despite the incorrect sleeve color, the performance and usability of the catheter is not affected by this defect. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The labeling issue reported was confirmed. The root cause is associated to the manufacturing process, as the incorrect sleeve color was placed on the device. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A packaging error was reported with a celsius catheter. It was reported an ¿a curve¿ ablation box had a ¿d curve¿ ablation catheter in it. There was no patient consequence.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).